Event description:
Report received that the device did not audibly alarm prior to powering off. At approximately 0100, the intubated patient was transported to the cardiac catheterization laboratory in "severe cardiogenic shock" to receive an unspecified treatment for an "acute myocaridal infacrtion." The patient was receiving infusions of dopamine, amiodarone and saline via a plum a+ triple channed infusion pump. No specific programming parameters were provided. The reporter stated that when the patient arrived, the nurse removed tha amiodarone tubing set from the first pump and placed it into a second single channel plum a+ pump as they "were in crisais and had to get a better position for their lines". The pump was plugged into ac power and the amiodarone infusion was resumed at the same specified rate. Approximately "5-10 minutes later" nurse reported that "the pump screen was black" and the pump was no longer infusin the amiodarone. The nurse reported that she did not hear the device alarm before it powered off. At this time, the physician was notified, the infusion was not ordered to be resumed, and the pump was removed from clinical service. The patient expired at 0140; however, the nurse indicated that "in no way was patient's death caused by the pump."